Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, the inner coil was found fractured between the ring electrode and the lead tip. This damage can be considered the root cause for the clinical observation. Based on the characteristics of the damage it is reasonable to assume that the lead was subject to severe mechanical stress in the implanted state. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the lead was explanted due to impedance >2500 ohms as well as undersensing and loss of capture. Should additional information be received, this file will be updated.